Manufacturer narrative:
H.6. Investigation: bd received one hundred and one (101) samples and three (3)photos for investigation. The samples and photos were reviewed and the indicated failure mode for incorrectly molded stopper was observed. Additionally, one hundred (100) retention samples from bd inventory, were evaluated by visual examination and the issue of incorrectly molded stopper was not observed. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint has been confirmed for the indicated failure mode of incorrectly molded stoppers. Bd determined that the root cause of the indicated failure mode was attributed to a "non-fill", which is when the molded rubber stopper has some areas lacking the rubber material. This can be caused by any of the following: 1. Too much heat at the mold press. 2. Insufficient sterate coating. 3. A low charge weight . Inadequate purging of the defected product occurred. H3 other text : see h.10.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced cracked tube .this event occurred four times. The following information was provided by the initial reporter. The customer stated: tubes appear pierced - had a report that a tube appeared as if it was already pierced from a customer. On closer inspection the underside of the cap is full of cracks one loose tube noted same thing noted in an unopened shelf pack also. So didn't occur after opening.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported when using the bd vacutainer® sst¿ ii advance plus blood collection tubes, the device experienced cracked tube .this event occurred four times. The following information was provided by the initial reporter. The customer stated: tubes appear pierced - had a report that a tube appeared as if it was already pierced from a customer. On closer inspection the underside of the cap is full of cracks one loose tube noted same thing noted in an unopened shelf pack also. So didn't occur after opening.